Event description:
A customer reported via webform that the adc device detached prematurely. The customer indicated that due to this, they were provided either juice, sugar, and/or food by a third party for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs showed the libre sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed as per document 8.5.100w04. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510(k) number as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.